Event description:
The customer reported that the system was mixing images, that they were not coming in the correct sequence. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information in unavailable at this time.